Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular threshold was between 4.5 v to 5.5 v at 0.5 ms in all configurations. The left ventricular lead was turned off.